Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing a loss of manual ventilation. There was no report of patient injury.